Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported.